Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an MRI scan, this device failed to exhibit tonal annunciation. In addition, the physician expressed dissatisfaction with the boston scientific product website; specifically the europe checklist section for this model family. No resulting adverse patient effects and to date, the device remains implanted and in service with no other performance issues post scan.